Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the adhesive part of the plastic cover and the distal end (c-cover) could not be determined, however, the issue was likely caused by handling/mishandling of the device and or external factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope, angle air leak. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that there is a gap between the adhesive part of the plastic cover and the distal end (c-phone) tie. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: due to a crack on up/down knob, water tightness is lost; there is a gap in adhesive area between plastic cover and distal end; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a crack; upwards/downwards knob has a scratch; forceps elevator knob has a scratch; forceps elevator lever has a scratch; connecting tube has a scratch; distal end cover has a scratch; distal end has a scratch; adhesive around light guide lens is peeled; forceps channel port is shaved; forceps control lever has a scratch; right/left knob has a scratch; image guide protector has a scratch; switch box has a scratch; scope cover has a scratch; suction cylinder is shaved; scope connector has a scratch; grip has a scratch; control unit has discoloration; electric connector has discoloration due to water leakage; and universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.